Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip that automatically came out was not fed into the jaws properly after firing. After that, the clip was deployed sideways. The device was used on the cystic artery. The position of the jaws seemed to be slightly misaligned. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the jaws slightly misaligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.